Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported to aesculap inc. That a collect.no.qas knee implants vega was used during total knee replacement procedure performed on unknown date. According to the complaint description, the surgeon saw a failed vega knee tibia in the x-ray images of the patient. Product is still in the patient . A knee revision surgery is scheduled. Cement used - palacos with gentamicin. Additional information was not provided. The adverse event is filed under aag reference (B)(4).